Event description:
The wife of a male pt contacted lifecor customer support to report that they had just changed the battery pack and now the device is displaying a wrench picture with a code 1000. She stated that vibration is felt on pt's back. Support requested the battery pack to be recycled. The device began start-up but then showed the wrench code 100. Support sent the pt a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor has been completed. The reported problem was confirmed. The flash memory was corrupt. The monitor software was reloaded and then the monitor would start up normally. The monitor was repaired and retested. The root cause of the corrupt memory is unk but is likely random component failure. This monitor was removed from stock and will be used by the test dept. No adverse event resulted from the defective memory. The pt rec'd a replacement monitor.